Event description:
The caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Despite efforts to resolve the initial issue by following steps from customer technical support, including replacing tubing and performing the fill tubing step again, the problem persisted. Eventually, the customer loaded a new cartridge and infusion set, successfully resuming insulin delivery. They had previously used multiple infusion sets and cartridges to resolve the issue, and customer support assured replacements would be provided as a goodwill gesture.